Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the thigh. The patient was visiting a friend when he experienced weakness and disorientation. There was no mention of cgm readings, alerts, or alarms at that time. The friend helped the patient, provided carbohydrates, and called 911. When emergency medical service (ems) arrived, the bg was 42 mg/dl. The patient's hypoglycemia was further treated with an unspecified IV medication by ems. The patient declined transportation to the emergency department for evaluation. The patient removed the sensor. At an unspecified time during the event, the cgm was 79 mg/dl. At the time of the report, the patient was fine. There was no documentation of medical further medical evaluation or intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.